Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Event description:
Information was received on 8/20/2014 indicating that the site confirmed that this was normal battery depletion and not an event.

Manufacturer narrative:
Concomitant product: product ID 8731, lot # b005800n04, implanted: (B)(6) 2004, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced episodes of increased pain, which was helped by bolus therapy. The patient also experienced intermittent therapy and pain relief, constant flu-like aches, burning and constant stabbing pain. On (B)(6) 2014, pump interrogation indicated that normal battery depletion occurred. At this time, the elective replacement indicator (eri) was to occur in less than 3 months. On (B)(6) 2014, the pump was replaced and the patient recovered without sequela. The device system was used to deliver sufenta, baclofen, bupivacaine and clonidine.